Event description:
In (B)(6) 2004, I was recruited into the (B)(6) study and had 335cc smooth, high profile implants inserted in a sub muscular mammoplasty. I participated in the study for 10 years and was randomized to the MRI arm at year 3. In (B)(6) 2005 I became acutely ill, with high spiking fevers, cough, myalgia, and markedly elevated acute phase reactants. Investigation included positive, ana, positive anca and immature cells on my peripheral smear. Work-up included CT scans. Gallium wbc scan and a bone marrow biopsy. No cause for the illness was identified and over the course of 3-4 months, I improved. This illness was reported to the study. Between 2005 and 2008, I developed progressive arthritis symptoms in my hands and feet. In the fall of 2007, I developed right breast pain and was evaluated by my plastic surgeon and reassured. In (B)(6) 2008 I underwent right cmc arthroplasty for severe disabling hand pain. In (B)(6) of that year, I developed right shoulder adhesive capsulitis. I was unable to return to work as an ob / gyn. In the fall of 2008, I developed a tremor and noticed constant fasciculation in both feet. I had a negative work up. In (B)(6) 2010, a study MRI was done. In (B)(6) of that 2011. I was informed that the review of that MRI suggested a right implant rupture. On (B)(6) 2011, I underwent a right breast capsulectomy, removal of a ruptured silicone implant and replacement with another sientra implant. The implant was returned to sientra for analysis. The operative report states there was a large tear in the shell noted. In (B)(6) 2015, I received a tdap immunization in my left deltoid. I immediately developed neck and shoulder pain and went on to develop adhesive capsulitis in that shoulder. That resulted in over a year of severe pain, disability and another surgical procedure. Over the past two years, I have developed increasing pain in my legs and feet, numbness and tingling, (fasciculations in my feet and calves have been constant for over ten years.) Neurology workup confirms an axonal distal neuropathy. I recently developed right breast pain similar to the pain I had in 2008. I had an MRI that suggested a left implant rupture. I researched ruptured implants at that point and started reading about "breast implant illness". It was only then, that I started questioning a relationship of my ongoing medical issues to the implants. I elected to undergo an enbloc capsulectomy and explant on (B)(6) 2019. I contacted sientra prior to see if they were interested in f/u, but did not receive an affirmative answer. At surgery, my left implant was not ruptured, however, it appears strikingly different from the right implant. The left implant is yellow and cloudy. The right appears completely clear and colorless. I haven't seen my surgeon for my post operative visit and do not have the pathology report from the capsules. I don't know if my medical problems are related to the implants, but I am suspicious that the initial illness may have been my body's first reaction to the implants. I am concerned that all of my symptoms were reported to the clinical study, but were not recognized as potential safety issues. I am very concerned that silicone implants may not be safe and that the current method of determining safety of medical devices is left to clinical trials run by those with a vested monetary interest. FDA safety report ID# (B)(4).